Event description:
It was reported that during a ureteroscopy procedure, the laser emitted a burning odor during ablation. The case was completed using the original device without patient complications.